Event description:
A hospital in (B)(6) reported that a hole was found on the evaqua expiratory limb of an rt340 adult dual-heated evaqua breathing circuit during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare where it was visually inspected for the reported hole. Results: visual inspection revealed a hole approximately 30 cm from the proximal connector on the evaqua expiratory limb. A lot check could not be performed as the lot information was not provided. Conclusion: based on the inspection conducted, the evaqua expiratory limb appeared to have been punctured with a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing is performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory limb of the evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms". - "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."